Manufacturer narrative:
(B)(4).

Event description:
During a device implant, the sensing value was low when the device was connected. A different pacemaker was used during implant to resolve the issue.

Manufacturer narrative:
Evaluation summary: upon analysis, the device image was saved and showed no anomalies. The device showed normal characteristics with and without load. The device sensitivity was measured and found to be within specification. The device passed temperature cycle and vibration tests with no anomalies. The device is considered to be normal.